Event description:
The complainants reported a 48-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was further reported that after impella removal, the patient was taken to a CT scan due to the distal pulses that were weaker on doppler than they were before. CT result showed some clot formation distal to previously placed impella. Vascular surgeon used fogerty catheter and expelled clot. The patient remained in stable condition with positive distal pulses.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation: section: impella cp with smart assist catheter insertion: section: axillary insertion of the impella cp with smart assist catheter: section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined.